Event description:
Pt reported obtaining elevated blood glucose results (200 - 300 mg/dl), while using the suspect device. Pt indicated that, based on elevated readings, their physician recommended increasing their dosage of long-acting insulin, by 5 units. Pt reportedly phoned the triage nurse, at a local hospital, after obtaining blood glucose result of 227 mg/dl, and experiencing numbness on her face, hands and knees. Pt minutes indicated that she was advised to phone emergency medical services. Pt stated that 15 minutes later, emergency medical services arrived and retested her blood glucose (using paramedics' blood glucose monitor), with a result of 59 mg/dl. Pt stated that she was given intravenous fluids (contents not provided), and transported to the hospital for additional treatment. Pt reported that, while en route to the hospital, she retested her blood glucose, using the suspect device, and obtained a result of 262 mg/dl. At the same time, her blood glucose was measured on paramedics' monitor with a result of 57 mg/dl. Pt stated that, while hospitalized, she underwent a CT scan and MRI, which revealed that she had suffered a small stroke.